Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for insulin delivery, was instructed to place malfunctioning pump in storage mode and return it using prepaid label, and was informed that pump settings and continuous glucose monitor connection would need to be set up on replacement pump, which technical support arranged to ship.